Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of therapy. She was wetting her pants and can't make it to the bathroom. The patient does not feel stimulation and the therapy was on. The situation was not resolved. There were no trauma/falls reported that could be related to this issue. The patient was assisted with making adjustment from program 3 at 0.5 volts to program 3- 0.7 volts. The patient does feel stimulation in the correct area. This would be consider a sudden change in therapy/symptoms. Event date was (B)(6) 2015. Additional information received from the patient reports the circumstances that led to loss of therapeutic benefit was the patient body just needed more. Steps taken to resolve the loss of therapeutic benefit was the setting was taken from 0.5 to 0.7. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.